Event description:
Implanted ICD, m/n: 429532, less than 1 year old failed to respond to ventricular fibrillation arrest. Interrogation of device found catastrophic premature battery failure had occurred per ep(electrophysiologist) cardiologist. Patient came in to ed in vt, had to be shocked externally per acls( advanced cardiovascular life support) protocol, patient then went into vfib with rate in the 220s, patient again had to be shocked externally, patient internal defibrillator failed to defibrillate patient. Appropriate acls protocols taken. Patient required surgery for lead extraction and ICD generator change (B)(6) 2022. FDA safety report ID# (B)(4).